Event description:
The reporter contacted animas on (B)(6) 2013 stating that the down arrow keypad button was intermittently unresponsive and required multiple presses to elicit a response. There is no patient impact with this event. This complaint is being reported due to the alleged keypad issues.

Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow and down arrow keypad buttons were intermittently unresponsive; all other buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts. The down arrow contact was found to be inverted.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.